Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump delivered insulin without programming. Customer had low blood glucose, and took glucose tabs. Customer also stated the keypad was unresponsive. The blood glucose reading was 34mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.